Event description:
It was reported the clinician has experienced an issue with the peel-away sheath tabs breaking off while in use. The clinician has had to grab the sheath body to remove it from the patient. There have been no delays in treatment and no patient deaths or complications reported. It was noted the clinician feels this has occurred with this lot number only and hs not had issue with other lot numbers.

Manufacturer narrative:
(B)(4). No sample will be returned for eval.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed because no sample was returned for analysis. However, a potentially relevant finding was discovered during the review of manufacturing records. Therefore, the probable cause is manufacturing related. Further investigation of this issue has been initiated.